Event description:
It was reported via repair work order that the footend lift was stuck at an elevated height due to damaged power coil cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.